Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: retina, the journal of retinal and vitreous diseases, 2017, volume 37, number 4. (B)(4).

Event description:
It was reported in a journal article with title: a modified iris suture technique for in-the-bag intraocular lens dislocation. The objective of this retrospective study was to describe a modified iris suture technique of displaced, in-the-bag, one- and three-piece posterior chamber intraocular lens (pciols) that minimizes operative complexity and circumvents the need for secondary lens explantation and replacement. A total of 94 eyes were included in the study. The patients¿ mean age was 83.5 years (range: 74¿99 years). All underwent surgery for repositioning of late, posteriorly dislocated, in-the bag pciols using an iris suture fixation technique from april 2009 to november 2015. A single-armed 10-0 polypropylene suture on a cif-4 or ctc-6 needle (ethicon, inc, somerville,nj), and very wide suture loop was used. A wide pass is used to include the haptic. Two cases of vitreous hemorrhage occurred and were both cleared spontaneously. Two patients had cystoid macular edema and were treated with topical medication. Two patients developed malignant glaucoma and needed an iridectomy with anterior chamber reformation. The authors concluded that this simple and safe iris suture technique to repair in-the-bag iol dislocations will offer a valuable tool to the ophthalmologists who increasingly encounter this challenge.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/20/2020. Additional information: h-6 patient codes: 1820,1845,1888,3189 - surgical intervention.